Manufacturer narrative:
H2) the following statement should have been included in the supplemental regulatory report (report #: ) for th is event: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: k14270450 rev. E, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), rev. E. H2-3) the power supply one was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the power supply was electrically overstress and had damages resistors and integrated capacitors. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product: bi71000225 was returned to the manufacturer unused. And is no longer relevant to the event. H6: the system was serviced in the field and the power supply (ps1) volts direct current (vdc) supply was replaced. B01, c02 and d02 is applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name ; product ID bi71000450 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000225 (lot: -); product type: 2560-mnav - o-arm system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing. The pendant displayed radiation disabled and doors open. The site was in the middle of rebooting the mobile view station (mvs) when calling in. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. The mvs was unable to power up. It was stuck at a screen saying "american mega trends". The gantry door closed without issue, the gantry was docked and then raised, and the gear icon on pendant changed to ready status. The pendant reported connection to mvs ready, but the mvs was still not booted to the main screen. The pendant displayed "initializing systems please wait". The medtronic representative (rep) rep reported a burning smell in the room but was unable to determine its origin. The mvs was stuck on the bootup screen for greater than 10 minutes. The mvs and image acquisition system (ias) were shut down, and the mvs was unable to power down after several minutes. The mvs was disconnected from wall power and after a few minutes the system beeped and powered down. The system was reconnected to wall power and the mvs and ias were booted up. The mvs booted up to the main screen but took longer than expected (greater than 2 minutes). The ias was stuck in initializing. The ias and mvs were disconnected, each were powered off, each were powered on separately, and the ias and mvs were connected. The mvs booted as expected, but the ias displayed stuck in initializing. The rep reported prior to connecting the systems, while ias was initializing, rep could feel something very slowly moving within the gantry. The rep rebooted the ias and mvs while connected, mvs booted as expected, ias displayed stuck in initializing. It was reported that the key was missing from the keyhole. Despite it looking like the key was missing completely, the keyhole seemed to be in the 'on' position.